Manufacturer narrative:
The hospital biomed will replace the oxygen flush button. No report of patient involvement.

Event description:
The hospital reported that increased pressure was noted during preoperative testing. There was no report of patient involvement.